Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to try different wall outlets and use another wall adapter, but the issue persisted. As a resolution, technical support arranged for a replacement pump to be sent, as the original pump was still under warranty. Customer planned to use multiple daily injections (mdi) as a backup therapy.